Manufacturer narrative:
This case was initially received via regulatory authority (reference number: FDA-(B)(4)) on 05-oct-2015. The most recent information was received on 22-may-2020. This spontaneous case was reported by a regulatory authority and describes the occurrence of back pain ('major back pain') and device dislocation ('felt they may have migrated') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "doctor had a hard time implanting her". The patient's medical history included parity 2 and heavy periods. Concurrent conditions included allergy to metals. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), genital haemorrhage ("bleeding that should have stopped"), alopecia ("losing more and more hair"), abdominal distension ("bloating"), abdominal pain lower ("cramping"), hypoaesthesia ("I would loss feeling in my hands and feet"), headache ("major headaches"), dysgeusia ("I had a nasty metal taste in my mouth at time"), rash ("rashes"), urticaria ("hives"), increased tendency to bruise ("bruising"), burning sensation ("burning"), vision blurred ("blurred vision"), visual impairment ("I would see black spots"), pain in extremity ("leg pains"), dyspareunia ("painful sex"), amnesia ("the loss of and foggy memory"), feeling abnormal ("the loss of and foggy memory"), thinking abnormal ("scattered thoughts"), depression ("depression"), allergy to metals ("nickel reaction"), uterine pain ("major uterine pain"), pelvic pain ("some radiated pain in other pelvic regions") and general physical health deterioration ("slowing deteriorating") and was found to have weight increased ("gaining more weight"). The patient was treated with surgery (hysterectomy 3 years back). Essure was removed. At the time of the report, the back pain, alopecia, abdominal distension, hypoaesthesia, headache, dysgeusia, rash, urticaria, increased tendency to bruise, burning sensation, vision blurred, visual impairment, pain in extremity, dyspareunia, amnesia, feeling abnormal, thinking abnormal, depression and allergy to metals outcome was unknown and the genital haemorrhage, abdominal pain lower, uterine pain, pelvic pain and general physical health deterioration had not resolved. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, amnesia, back pain, burning sensation, depression, device dislocation, dysgeusia, dyspareunia, feeling abnormal, general physical health deterioration, genital haemorrhage, headache, hypoaesthesia, increased tendency to bruise, pain in extremity, pelvic pain, rash, thinking abnormal, urticaria, uterine pain, vision blurred, visual impairment and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 22-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (reference number: (B)(4)) on 05-oct-2015. The most recent information was received on 23-mar-2020. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded ¿unconfirmed quality defect¿. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. This spontaneous case was reported by a regulatory authority and describes the occurrence of back pain ('major back pain') and device dislocation ('felt they may have migrated') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "doctor had a hard time implanting her". The patient's medical history included parity 2 and heavy periods. Concurrent conditions included allergy to metals. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding that should have stopped"), alopecia ("losing more and more hair"), abdominal distension ("bloating"), abdominal pain lower ("cramping"), hypoaesthesia ("I would loss feeling in my hands and feet"), headache ("major headaches"), dysgeusia ("I had a nasty metal taste in my mouth at time"), rash ("rashes"), urticaria ("hives"), increased tendency to bruise ("bruising"), burning sensation ("burning"), vision blurred ("blurred vision"), visual impairment ("I would see black spots"), pain in extremity ("leg pains"), dyspareunia ("painful sex"), amnesia ("the loss of and foggy memory"), feeling abnormal ("the loss of and foggy memory"), thinking abnormal ("scattered thoughts"), depression ("depression"), allergy to metals ("nickel reaction"), uterine pain ("major uterine pain"), pelvic pain ("some radiated pain in other pelvic regions"), general physical health deterioration ("slowing deteriorating") and device dislocation (seriousness criterion medically significant) and was found to have weight increased ("gaining more weight"). The patient was treated with surgery (hysterectomy 3 years back). Essure was removed. At the time of the report, the back pain, alopecia, abdominal distension, hypoaesthesia, headache, dysgeusia, rash, urticaria, increased tendency to bruise, burning sensation, vision blurred, visual impairment, pain in extremity, dyspareunia, amnesia, feeling abnormal, thinking abnormal, depression and allergy to metals outcome was unknown and the genital haemorrhage, abdominal pain lower, uterine pain, pelvic pain and general physical health deterioration had not resolved. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, amnesia, back pain, burning sensation, depression, device dislocation, dysgeusia, dyspareunia, feeling abnormal, general physical health deterioration, genital haemorrhage, headache, hypoaesthesia, increased tendency to bruise, pain in extremity, pelvic pain, rash, thinking abnormal, urticaria, uterine pain, vision blurred, visual impairment and weight increased to be related to essure. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded ¿unconfirmed quality defect¿. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media report received: case become incident, event back pain was medically significant, intervention required due to surgery. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.